Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found no anomaly. Analysis of the catheter (lot# j11776r26) found no significant anomaly. The catheter/anchor was damaged at explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11776r26, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (500 mcg/ml). The pump was programmed to minimum rate. The patient's catheter had become dislodged from the nitrate cal space, but it was intact. It was unclear how long the catheter had been dislodged. As a result, the catheter was going to be surgically replaced on (B)(6) 2015. As of (B)(6) 2015, the issue had been resolved and the patient status was alive no injury.

Event description:
Additional review determined the patient's medical history, symptoms experienced, causes of the event, any additional medications the patient was taking at the time of the event, details of the intrathecal lioresal, and any additional troubleshooting/interventions taken were not provided. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.